Event description:
It was reported by the customer that a pyxis medstation es system had a bio-ID failure. The customer reported that the fingerprint scanner was not working. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.